Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy on the first firing the clip scissored across a vessel. The clip was removed with out cutting the vessel. On the second and third firings the clips were loose and did not clamp tightly. They were also removed. The procedure was completed with this device with no further issues with the device or the patient.